Event description:
Additional information received indicating that the arrhythmia was terminated by the delivery of another shock.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, inadequate high voltage (hv) therapy and high pacing impedance were noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage. However, diagnostic imaging was conducted but the alleged cause could not be confirmed. Moreover, no lead insulation damage was noted during the lead revision procedure. The rv lead was deactivated and replaced to resolve the event. The patient was stable with no consequences.